Event description:
It was reported that the c-arm on the 9600 system would not rotate. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cradle was replaced during the service call. The system was tested and found to be working as intended and put back into service.